Event description:
It was reported that during surgery, while turning and tapping the screw into the hip fracture, the teeth broke off at the base of the hip screw. It was reported that a second set was opened and the teeth twisted and broke off again. It was reported that the doctor made a larger incision to see the base of the hip screw and advanced it in with the central thread in the base of the hip screw. It was reported that two small fragments from the broken teeth were left in the subcutaneous soft tissues.